Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable igm-2 tina-quant igm gen.2 results for three patient samples. Of the data provided, only the results for two of the samples were discrepant. Patient 1 initial result was 31.9 mg/dl and was reported outside of the laboratory. The repeat result was 13.9 mg/dl and was believed to be correct. On (B)(6) 2018, patient 2 initial result was 11.7 mg/dl and the repeat result was 3.4 mg/dl with a data flag. A result of <5 mg/dl was reported outside of the laboratory and was believed to be correct. There was no adverse event. The reagent lot number was 26359701 with an expiration date of (B)(6) 2019. The field service representative could not find a cause. He performed baseline checks, flushed valves, adjusted the rinse volumes, and checked probe alignments. The customer ran calibration and qc which were within the acceptable ranges.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.